Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced feeling sick. The patient took a fingerstick and the cgm reading was high, and the blood glucose reading was 310 mg/dl. The patient verified that the pump was administering insulin and initially did not take further action. On (B)(6) 2025, the patient decided to go to the hospital. It was unknown what the cgm reading between (B)(6) and (B)(6), and no further fingerstick readings were reported from the event. The patient stated however that the cgm reading was inaccurate during the event. When a fingerstick was taken at the hospital the cgm reading was high, and the blood glucose reading was 700 mg/dl. The patient was treated with intravenous insulin. At the time of the report, which was (B)(6) 2025, the patient was still at the hospital. The blood glucose reading was 130 mg/dl, and the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was feeling sick, the reported glucose values fall within the a zone of the parkes error grid. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.